Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to handling of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections between the controller and an additional battery. Analysis of the data log file also revealed momentary disconnections that did not lead to premature power switching events involving (B)(6) and an additional battery. Momentary disconnections will result in an audible tone. Review of the data log file also revealed several instances involving (B)(6) and (B)(6), where the relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. As a result, the reported event was confirmed. There is no evidence that lubrication procedure was performed on the associated power sources. Based on the log file analysis, the most likely root cause of the reported premature power switching and "battery disconnects" event can be attributed to momentary disconnections due to contamination within the power ports and/or momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial or lot#: (B)(6) d10: yes, return date: 07-jul-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial or lot#: (B)(6). D10: yes, return date: 07-jul-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12, 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted due to the investigation summary was revised. Product event summary: one (1) controller and two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to handling of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections between the controller and an additional battery. Analysis of the data log file also revealed momentary disconnections that did not lead to premature power switching events involving bat810984 and an additional battery. Momentary disconnections will result in an audible tone. Review of the data log file also revealed several instances involving bat808161 and bat810984, where the relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on bat810984 and bat808161 in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. There is no evidence that lubrication procedure was performed on the battery associated with premature power switching. Based on the log file analysis, the most likely root cause of the reported premature power switching and "battery disconnects" event can be attributed to momentary disconnections due to contamination within the power ports and/or momentary disconnections between the controller and batteries. CAPA (B)(4) investigated momentary disconnections. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: battery bat808161 h6: patient ime code(s): e2403 h6: imf code(s): f26 battery bat810984 h6: patient ime code(s): e2403 h6: imf code(s): f26 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date:31-dec-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? No. Mfg date: 01-dec-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date:31-jul-2020 / serial or lot#: (B)(4), UDI #: (B)(4) . Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? No. Mfg date: 25-jul-2019. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching and frequent battery disconnects despite the batteries being new and previously receiving power source lubrication treatment. After log file review, it was indicated that the batteries had a communication error. The batteries were exchanged, but this did not solve the issue. The controller was also exchanged. No patient complications have been reported as a result of this event.